Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported that the customer was hospitalized for high blood glucose levels. The customer was dizzy and her blood glucose levels were too high to register on the glucose meter. He stated that the tubing got tangled behind the tape. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. Nothing further was reported.